Event description:
It was reported that during open heart surgery, the atrial lead was damaged and became dislodged, and the lead could not be repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the blood in/on helix/lobe mechanism.